Event description:
The manufacturer received information alleging the device failed the active circuit calibration test step during testing. There was no harm or injury reported. The device was not in patient use. Error log reviewed for contamination-related errors, but none found. Customer biomed reported replacing the three-way solenoid valve did not resolve issue. Manufacturer's remote service engineer (rse) advised customer that proportional valve likely needs to be replaced. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.